Event description:
It was reported that during implant attempt there was high impedance on the right ventricle (rv) lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies found. However, there was blood in/on the helix/lobe mechanism.